Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 and a restricted septal. Two clips were implanted reducing the tr to a grade of 1. On 10april2024, echocardiography showed the two implanted clips had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be definitively determined. Image resolution poor was related to procedural circumstances as suboptimal echo imaging was reported. Tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.